Event description:
During treatment of a pediatric intensive care patient, an attempt to suction through a 3.0 mm endotracheal tube (ett) was performed with an 8 f closed suction system. It had been found that the secretions were too thick for suctioning with a 6 f catheter. While the 8 f closed suction system packaging indicated that its contents included an adapter for a 3.0 mm ett, it was not possible to pass the suction catheter through the entire ett. The inability to suction this patient resulted in a drop in spo2 and required removal of the ett. Manufacturer response for 3.0 mm endotracheal tube, kimvent (per site reporter): the manufacturer hasn't had time to investigate the reported problem. Manufacturer response for closed suction system, kimvent (per site reporter): the manufacturer hasn't had time to investigate the reported problem.